Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when the customer connected the pump to a power source it became hot for the past few days. There were no temperature alarms observed after review of the pump logs by tandem technical support. There was no impact to the customer's blood glucose level. Reportedly, the customer was burned by the pump. Reportedly the customer will continue to use the pump until the replacement pump is received.